Event description:
The hosp reported the tips were defective on the vaso view hemopro.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25100257, 25099614 and 25099112 that was shipped to the account prior to the aware date. There were no non-conformance recorded in the lot history. (B)(4).